Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient. It was reported that the patient was having charging issues with their implantable neurostimulator (ins). The hcp stated that the patient would use their ins battery for about 2 hours and would then have to charge it for about 8 hours. The patient was getting an MRI because they were planning on replacing their system. It was noted that the charging issues started about a year prior to the date of this report. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they met with the patient to trickle charge the ins and they cleared por. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their desktop charger (dtc) connector pin broke on (B)(6). No symptoms were associated with the issue. The rep gave them a spare dtc so he could charge up their insr. The patient said that he met with the rep this morning and she will assist with "trickle charge," and then will check his device afterwards so that he can charge up system prior to unrelated surgery later this week. The patient called back again on (B)(6), stating he accidentally sent the power supply cord back with the damaged dtc. Patient services sent a power supply cord request to repair. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from a patient. Patient reported poor communication screen on their patient programmer. Patient reported poor communication, said that he is not used or charged the ins system in 4 to 6 months because he was frustrated with having to charge it daily for an hour. Patient confirmed that he is unable to connect to the ins using the patient programmer and implantable neuro stimulator recharger (insr), so he also cannot charge it. Patient also reported that he has had recharging coupling difficulties since implant, noting that "it¿s a pain" to obtain and maintain the coupling level. Patient's statement indicated frustration with the charging process and not actual pain. Patient reiterated previous reported allegation but in addition to rapid charge depletion, he had to charge daily for an hour a day. Patient is not willing to charge this often, which is why he stopped charging the I ns. Last successful charge session was 4 to 5 months ago. (B)(6) or (B)(6) 2018 is when the patient became aware they could not charge. Patient reported last charging session was more than one to three months ago, redirected patient to health care professional (hcp) to address possible overdischarge. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.